Manufacturer narrative:
Evaluation of the returned device did not find any depositions within the pump, inflow conduit or outflow graft. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A correlation between the lvad and the reported event could not be determined; no thrombus was found during the evaluation of the pump. The instructions for use lists hemolysis as a potential adverse event associated with use of the left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No additional information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 79 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for elevated pump power and flows. The patient's lactate dehydrogenase (ldh) levels were up slightly from baseline in the setting of subtherapeutic inr. A ramp echocardiogram was performed that revealed minimal decompression of the lvad. A cardiac computed tomography angiogram showed no issues with the inflow or outflow cannulas. The patient was placed on a heparin infusion and the ldh trended downward and maintained in the 300 u/l range with therapeutic anticoagulation with an inr of 2.7. The patient was listed for transplant as status 1a due to suspected pump thrombosis. The patient was discharged home on (B)(6) 2015 and had weekly clinic visits with labs drawn twice weekly. The patient received a heart transplant on (B)(6) 2015.